Event description:
Mother was admitted with no fetal movement for two days at 40+ weeks gestation. On examination there was no abnormality noted. The fetal/maternal monitor showed what was thought to be a fetal heart rate, but a scan confirmed intrauterine death. The mother delivered a macerated stillborn.